Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems transport and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of device data did not identify a corresponding hypoglycemic event for the reported date, and the user was unable to confirm the timing or details of the event. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 13-apr-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with oral glucose and IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.